Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, cracked batter tube threads, cracked case at the display window corner, minor scratched lcd window, stained end cap sticker, cracked belt clip slot, and scratched reservoir tube window. We were unable to verify battery cap damage due to insulin pump received without the original battery cap.

Event description:
It was reported via phone call that the customer was putting a belt clip on and noticed that the insulin pump reservoir top came off. Customer also stated a crack on the battery cap. Customer's blood glucose was 215mg/dl. Customer treated with a bolus. Advised customer to revert to back up plan, also agreed to return the insulin pump for analysis.